Event description:
In 2001 the esu activated the pencil without the footswitch being stepped on. Changed pads and pencils but it still activated. Checked all connections and could not find anything wrong. Then 3 days later they tried to use the esu with a handcontrol pencil and the handcontrol pencil and the handcontrol pencil would not work at all. They got another handcontrol pencil and still, the pencil would not activate. Changed esu's (they were stacked esu's) and the pencils worked. There was no pt injury.